Event description:
Olympus was informed that the user facility was not reprocessing the endoscope in accordance with the directions for use. The user facility personnel were reported not brushing one of the channels or the channels were not being brushed consistently. The user facility reportedly was not utilizing the maj-420 connector tubing during manual cleaning, but was said to have been performing pre-cleaning and leakage testing. There had been no report of infection and cross contamination.

Manufacturer narrative:
An olympus endoscopy support specialist has visited this facility and provided training on the appropriate reprocessing of endoscope. No products were returned to olympus for eval. If add'l and significant info becomes available at a later time, when this report will be supplemented. Olympus instruction and reprocessing manuals provide detailed info on how to reprocess endoscopes. The cause of this report appears to be due to user error.